Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the school nurse called the patient's mother because the patient was having abdominal pain. The mother no longer remembers the cgm value but indicated that it must have been normal on the receiver. On returning home, the patient had vomiting. The parents thought this was due to gastroenteritis. The mother indicated that the patient had high bg level symptoms for a few days prior but did not think it was from diabetes. They left for the weekend for an out of town trip the same day. At 5:30 pm, the receiver indicated a cgm value at 50mg/dl, so the mother gave the child sugar. At 6:00 pm, the mother used a bg meter to check a value which was 474mg/dl. The patient had breathing difficulties at that time, breathing quickly, with a pulse of 130/minute. They went to the hospital emergency room at around midnight. The patient had a high bg level with ketones at 6.87 mmol. The patient was speaking inconsistently and went into a coma. The patient was admitted to intensive care and treated with an insulin infusion. The patient was discharged six days later. It was stated the patient was in good condition but still having some hyperglycemia due to snacking, from not accepting his illness. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2021. It was reported that the patient was admitted to the intensive care unit on (B)(6) 2021 and discharged after 6 days. No additional patient or event information is available.